Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that after the use of a dlp left heart vent catheter, it was reported that the patient developed an infection. Subsequently, antibiotics were administered and the patient recovered. Medtronic received additional information that the infection was not being attributed to the cannula. It was determined to be within the range of variability based on the incidence of infection.